Event description:
Patient presented back to the physician with burning sensation and suspected infection at the chest incision. Physician brought the patient into the operating room and observed infection at the chest and neck sites. Physician removed the ipg and sense lead. Upon removing the stimulation lead the cuff became dislodged and the physician determined that retrieving the cuff would expose the patient to greater risk and decided to leave the cuff behind in the patient.

Event description:
Patient presented back to the physician with ongoing infection. Physician brought the patient back into the or, and removed the stimulation lead. Patient was released and will continue antibiotics.

Event description:
Patient presented to the physician with an open chest incision with drainage. Physician brought the patient into the or and placed the patient on IV antibiotics. Physician cleaned and flushed out the ipg pocket. Physician closed the chest incision and prescribed antibiotics to the patient post-procedure.